Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. All of a sudden the power stopped working and it was unable to dissect. Cord was switched and it still wasn't working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be slightly flexed away from the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation was observed to be intact, no visual defects were observed. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the same result. Observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. An engineering evaluation was conducted. The shaft of the hemopro device was opened. The wires of the shaft were pulled out of the shaft, and it was observed that there was a hole in the insulation on the wire, causing the inner wire to be exposed. A manufacturing issue where the rivet pin was inserted into the wire insulation, causing the device not to deliver energy. A manufactures retraining was ordered and completed, and is attached to the complaint for review based on the results of the evaluation, the reported complaint for ¿failure to deliver energy¿ was confirmed as well as confirmed for analyzed failure "material twisted/bent; wire" .

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. All of a sudden the power stopped working and it was unable to dissect. Cord was switched and it still wasn't working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.